Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, no capture was observed on the left ventricular channel. The lead was programmed to off and the patient was in stable condition.

Event description:
Diagnostic imaging confirmed left ventricular lead dislodgement.